Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area (distal end) is damaged and the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the fibre bonding in the outer tube area (distal end) is damaged and the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. There was no patient involvement.